Event description:
It was reported that during follow up an exit block was observed. Increase in lead impedance was also observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.